Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower users were unable to issue random items. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to issue random items. The technical support specialist had advised the customer to log out and log back in. The customer said they would do so the next time the issue occurred. The case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that a bd pyxis¿ medbank tower users were unable to issue random items.the customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.